Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not availablefor the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: a photo was received from the customer and evaluated. Upon visual inspection of the photo, the photo showed the implant and suture detached from the tip at the distal end of the device; therefore, this complaint cannot be confirmed for the reported condition of broken. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot number: 8l16720, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the device reported, we cannot establish a root cause for the issue experienced by the customer. The possible root cause the transportation/storage issues. However, we cannot conclusive affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. Investigation summary : the device was received and evaluated. Upon visual inspection, it was found that the anchor is detached from the inserter tip. Biological matter can be observed inside the anchor hole. The inserter pin that holds the anchor is bent. A manufacturing record evaluation was performed for the finished device 8l16720 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer reported that the anchor was broken upon opening, however the anchor was found in used condition. The root cause for the bent inserter pin can be attributed to a bending force applied to the inserter. As per IFU; do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in south korea that preoperatively to an unknown procedure on an unknown date, it was observed that the microfix qa+ #4/0 ocord c-1 w/bit device was already broken. During in-house engineering evaluation, it was determined that the anchor is detached from the inserter tip on device. It was further determined that biological matter could be observed inside the anchor hole; and the inserter pin that holds the anchor was bent. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.